Manufacturer narrative:
Troubleshooting efforts between the customer and merge technical support are ongoing. A supplemental report will be submitted when more information becomes available. For this reason, conclusions code (conclusion not yet available-evaluation in progress) was used. (B)(4). Conclusions code: conclusion not yet available-evaluation in progress

Event description:
Merge hemodynamics displays, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2018, a customer reported to merge healthcare that the sweeping speed of ECG pulse randomly changed after the hemo monitor briefly froze. Information obtained from the customer revealed that the hemo monitor was rebooted multiple times during a procedure and then third party monitoring equipment was used to complete the procedure successfully. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could cause harm to the patient. However, the procedure was completed successfully using a third party monitoring system. (B)(4)

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 16mar2018. Troubleshooting efforts by merge healthcare involved shipping the customer replacement hardware, including a hemo monitor pc (RMA #13960), on 08mar2018. The faulty unit was returned to merge healthcare on 31jul2018 for evaluation. The results showed that the unit would not boot up and flashed amber diagnostic led lights, 1 and 3. Dell was contacted for resolution of the issue and the motherboard was replaced. In addition, merge healthcare installed a new hard drive. Afterwards, operating software was reloaded and ran with anti-virus software for one (1) week without issue. The unit was tested according to merge healthcare's hemo pc test procedure ((B)(4)) and passed and was then returned to service stock. The potential impact to a patient has been reviewed and the severity level has been assessed as medium (non-serious injury). Device labeling provides various troubleshooting methods to perform when issues such as these occur. If none of them correct the issue, the user is instructed to contact merge technical support for assistance which is what occurred for these instances. However, the customer called in again on 24may2018 reporting a similar connection issue in the same lab. This time, a reboot corrected the issue as stated in the troubleshooting section in the device labeling. There have been no other reports of freezing since the last cited call by the customer. No further actions are anticipated at this time due to the issue being readily apparent to the user, the non-serious impact to a patient, and the customer's confirmation that the issue was resolved by replacement hardware and later a reboot of the hemo system. Revised information contained in this supplemental report includes the following: date new information received by manufacturer (RMA closure date) 7/31/2018. Evaluation codes: methods code: 10 - testing of actual/suspected device, results code #1: 3213 - interoperability problem identified, results code #2: 628 - communications problem identified, results code #3: 608 - wired communication problem, conclusions code: 4307 - caused traced to component failure.